Event description:
The patient's neurologist reported that high impedance was found on the patient's generator. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
Information was received stating the patient's lead has been replaced. The lead was reportedly discarded and will not be returned for analysis. No additional or relevant information has been received to date.